Event description:
It was reported that there was a patient whose device was "not holding the settings." No further information about the patient or event was reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).